Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has receive the device and is awaiting authorization for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ventilation stopped on his ht70 ventilator with a constant alarm sounded. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section h6 was updated due to device evaluation and analysis of returned part method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 and c02 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g0201201 h3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the ventilation stopped on his ht70 ventilator with a constant alarm sounded. The device was available for evaluation. The service personnel (sp) inspected the ventilator and was unable to start the ventilator. The unit was not repaired due to the field corrective action (fca). One main control board was returned to medtronic for analysis. The visual inspection of the main control board identified a faulty c apacitor c92. If a failure of capacitor c92 on the main control board occurs while in use on a patient, the ventilator response would be a loss of ventilation (lov). The cause of the reported event was isolated to a faulty capacitor c92 on the main control board. There is an existing internal investigation regarding the capacitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.